Event description:
Additional information received reported that the patient had an intervention. Two additional valiant stent grafts were implanted and the event resolved. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. It was reported that a CT revealed that there was an type iii separation endoleak between the right limb extension and the bifurcate. Per the physician, the cause of the type iii separation was due to disease progression. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.